Event description:
Device 1 of 2. Reference MFR report #1627487-2015-13015.

Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-13015. It was reported the patient experienced overstimulation. Diagnostic testing revealed several contacts with high impedances. Images revealed one lead was fractured and both leads have migrated. The physician planned to revise the patient's scs leads, but found the lead site was infected. The patient's system was explanted and cultures were taken.